Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out of range pacing impedance measurements. The low measurements were noted to be chronic and the lead was functioning appropriately, therefore no changes to the system were made. No adverse patient effects were reported.